Manufacturer narrative:
H6.- investigation type code (b): 4110- lens work order search- no similar complaint event(s) within associated lots were found. H6. Health effect- impact code (f): 4625- lasik performed. H6. Health effect- clinical code (e): 4581-'iris issues' h11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, refractive surprisea and iris issues. Lasik was performed. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.